Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: uterus") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included obesity, recurrent abortion and stillbirth nos. Previously administered products included for an unreported indication: mirena and condoms. Concurrent conditions included acne, adjustment disorder, type ii diabetes mellitus, gestational diabetes, hyperlipidemia, major depression and obesity. Concomitant products included vitamin d nos for vitamin d deficiency. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhoea (cramping)"), weight increased ("weight gain / loss (specify which one weight gain)"), epistaxis ("other injury(ies) or complication (s) please describe: nose bleeds"), dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgery to remove the essure implant on (B)(6), 2017.salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, migraine, anxiety, depression, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, epistaxis, dysgeusia, fatigue and alopecia outcome was unknown and the weight increased was resolving. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, epistaxis, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device: uterus") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included obesity, recurrent abortion and stillbirth. Previously administered products included for an unreported indication: mirena and condoms. Concurrent conditions included acne, adjustment disorder, type ii diabetes mellitus, gestational diabetes, hyperlipidemia, major depression and obesity. Concomitant products included colecalciferol (vitamin d) for vitamin d deficiency. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhoea (cramping)"), weight increased ("weight gain / loss (specify which one weight gain)"), epistaxis ("other injury(ies) or complication (s) please describe: nose bleeds"), dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgery to remove the essure implant on (B)(6) 2017. Salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, migraine, anxiety, depression, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, epistaxis, dysgeusia, fatigue and alopecia outcome was unknown and the weight increased was resolving. The reporter considered alopecia, anxiety, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, epistaxis, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received- lot number added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headaches, dysmenorrhea, weight gain, nose bleeds, metallic taste in mouth, fatigue, hair loss, she did not undergo confirmation test. And reporter information, historical condition, concomitant disease & concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.